Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in a hip surgery and there was electrocautery noise observed. The noise was oversensed and resulted in one minute of asystole. The patient then received an inappropriate shock. No further details were provided. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.